Event description:
It was reported that the collar of the implant fractured. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 1 nov 2019 b5: it was reported that the collar of the implant fractured. The implant was removed. G4: 01 nov 2019 g7: follow up h1: serious injury h2: additional information h6: method, results, conclusion codes h10: manufacturer narrative the reported device was not returned for evaluation. Functional testing could not be performed as the devices were not returned. The reported event of an implant that fractured on the collar resulting in implant removal could not be confirmed. A device history record (DHR) review could not be performed as the device lot number is unknown. A complaint history review for dating back 12 months was completed for the reported implant by item number for similar events and no other complaint was identified. Per complaint history and trending reviews, the product was within specifications and conforming when it left zimmer biomet. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier, age or date of birth, sex, weight: unknown. Event date: unknown. Device lot number: unknown. Reporter's first name: unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the collar of the implant fractured. The implant was removed.